Event description:
The customer created a 3d conformal plan. He had previously calculated the plan, and then modified the mlc in the bev by moving single mlc leaves. Each time the dose would clear, permitting him to re-calculate the plan. He said today he changed an mlc leaf in bev and the dose didn't clear, in addition, when he tried to re-calculate, he received a message that the plan already had dose calculated. The customer was asked by a varian representative to copy the plan and change a single mlc leaf, the dose cleared and the customer was able to re-calculate.

Manufacturer narrative:
Mlc update does not invalidate dose - this is a known and previously investigated issue. There is a defect in the caching of the data model. Caching is when objects are kept in the memory during the run of the system; there is also a system that unloads unused objects from memory. When an object is reloaded, the objects invalidation stamp network is again set. The stamp network between field and mlc plan is done when reloading the field, not when reloading the mlc plan. If there is a situation where the mlc plan is unloaded from memory and the field is kept in memory, the stamp network is removed. When the mlc plan is again needed, it is reloaded, but the stamp network between it and the field is not rebuilt since the field object's reloading code is not called. The building of the stamp network between mlc plan and field should happen in the reload code of mlc plan, not field. The root cause has been determined to be the asymmetric load and unload for the mlc plan considering the dependency network handling - software defect. Corrective action: a discrepancy report (dr) has been created to address this issue. An issue review (ir) will be submitted and any additional corrective actions will be handled in the varian CAPA process. There have been no reports of serious injury as a result of this issue. No follow-up to this MDR is expected.